Event description:
It was reported that there was possible loss of capture (loc) on this right ventricular (rv) lead channel of this pacemaker system. Technical services (ts) reviewed the presenting electrogram (egm) and found two small deflections present with no oversensing. These were attributed to possible ectopic beats. Ts suggested further evaluation in clinic. No adverse patient effects were reported. Currently, this pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).